Event description:
The patient's father reported that the patient experienced pain and bleeding after inserting a sensor on (B)(6) 2013. The sensor was removed on (B)(6) 2014 by a school nurse due to discomfort and pain. There was only dry blood after sensor removed . No permanent mark or scarring. The pain subsided after sensor removal. The patient reported being fine as the current condition at the time of the report.